Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that the patient was to continue with normal remote follow ups. Then the patient expired. It was noted that the cause of death was not related to the device. There were no adverse patient effects related to the previous reported issue.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms, and low r wave amplitude measurements. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.